Event description:
International customer reported indications of pain, sinus tract formation and extrusion of suture with infection at various times following a laparotomy. The patient was returned to surgery on multiple occasions for removal of the extruding suture.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.